Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, low level, high frequency noise that was inhibiting pacing was observed on stored egm. Myopotential oversensing was suspected. Programming changes were recommended. Patient will be monitored with routine follow-up.